Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, per sohn et al. 2018: allegedly, one knee had two-stage revision for late infection about 10 months after operation. Patient had a autologous impaction bone graft during primary tka due to medial tibial plateau bone defect.